Event description:
In 2005, the pt had skin flap revision surgery. Reportedly, the pt had a history of scratching the skin over the implant site. The surgeon reportedly found gelatinous tissue surrounding the device, reportedly suggestive of an allergic reaction. The surgeon elected to leave the device in place.